Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the imaging window was detached near the lap joint section and the imaging window was not returned for analysis.

Event description:
It was reported that catheter issue occurred. The target lesion was located in the mildly calcified left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. However, upon pulling back, the catheter became separated. The device remained on the wire and was able to be removed together with the wire. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that catheter issue occurred. The target lesion was located in the mildly calcified left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. However, upon pulling back, the catheter became separated. The device remained on the wire and was able to be removed together with the wire. The procedure was completed with another of same device. No patient complications were reported.